Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The data shows no increase in pulse widths that would indicate a fluid path occlusion like a bent cannula. No other defects were identified during the investigation that would contribute to a dislodging of the cannula. Although no problem was found with regards to a bend or kink in the cannula, a root cause for the dislodging and high bg¿s (blood glucose) could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm if the cannula had dislodged and bent cannula from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 400 mg/dl while wearing the pod between 36 and 48 hours. While "swimming," cannula came out from the infusion site (arm) and when the pod was removed the cannula was found bent. Patient was fine before swimming and when the parents went to check after a bolus they noticed the cannula was out. As treatment, a new pod was applied and bolused.